Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition was unstable angina and patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24 mm synergy ii everolimus-eluting platinum chromium coronary stent system. Following post-dilatation there was 0% residual stenosis and timi flow 3. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, the patient presented to the emergency department with complaints of left lower extremity pain. The patient had an elevated d-dimer of 2.1, hypoxia of 86% on room air and was sent in for further evaluation of possible deep vein thrombosis (dvt). The patient thought that the pain was the exacerbation of the previously existing sciatic pain. In addition, patient was also noted to have ecchymosis of the left popliteal region without tenderness and swelling. Chest x-ray performed on that same day revealed negative results and there were no radiographic evidence for acute cardiopulmonary disease. Doppler ultrasound revealed no findings of deep vein thrombosis. Computed tomography angiography (cta) of the chest revealed no evidence of pulmonary embolus or any other acute pulmonary findings. Cardiac enzyme was noted to be significantly elevated and site reported an event of non-st elevation myocardial infarction (mi (peak troponin I: 1.07 ng/ml, normal range: 0.00 - 0.59 ng/ml). Two days after, upon stress test, results revealed negative reversible ischemia, fixed defect in the apical anteroseptum consistent with myocardial infarction. Subsequently, the patient was discharged home and was ordered for follow-up within 3-5 days. The patient was recommended to continue percocet and aspirin along with home medications. Five days after discharge, the patient was brought in to emergency department accompanied by patient's wife with complaints of altered mental status. The patient's wife suspected that patient was taking more percocet at home that what was prescribed. Computed tomography (CT) of head revealed no acute intracranial process. Specifically, no acute territorial infarction, acute intracranial hemorrhage or mass lesion was identified. However, encephalomalacia within the right lateral frontal lobe and insula suggestive of chronic ischemic infarction was noted along with small chronic lacunar infarct within right caudate head. There was mild age appropriate generalized parenchymal volume loss and mild to moderate microangiographic change noted. Two days later, patient was hospitalized for decompensated end stage ischemic cardiomyopathy requiring dobutamine and pressors. Patient was ultimately stabilized to remain tachycardic and required no further artificial life support. Comfort remained a challenge through the admission and it was decided to shift the patient to inpatient hospice care after the discussing with patient's family. Ten days from patient's hospitalization, the patient was discharged to inpatient hospice care and recommended to continue on his medications. During hospice care, patient complained of uncontrolled pain and had a difficulty in maintaining attention to conversation. Aggressive treatments short of resuscitation were not available at the hospice hospital, therefore comfort care measures were initiated. Two days from the onset of hospice care, the patient died and the cause of death was decompensated end stage ischemic cardiomyopathy and multiorgan failure including heart failure, renal failure, liver failure, metabolic encephalopathy.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that per physician, troponin elevation was expected due to "pulmonary embolism (pe)¿, so the patient was referred for computed tomography angiography (cta) to rule out pe. Subsequently, cta of the chest was performed which revealed no evidence of pulmonary embolus or any other acute pulmonary findings. Nineteen days after, the patient was discharged to inpatient hospice care and was recommended to continue on his medications. Upon arrival, the patient was noted to be in distress with irregular respiratory pattern and stated that he has pain all over the body. During patient's stay in hospice care, the patient was noted to have multi-organ failure including heart failure, renal failure, metabolic encephalopathy associated with uncontrolled pain and had a difficulty in maintaining attention to conversation.